Event description:
Report received from abbott international affiliate (abbott italy) of failure to alarm for air in line and the device continuing to infuse. The report states: "the pump does not give an air in line alarm. Continuing to pump even with no liquid in the set." The patient was receiving an unspecified immunosuppressive therapy at a rate of 220ml/hr. It was reported that during the infusion the patient experienced dyspnea and a "sense of oppression." The pump was disconnected from the patient and the pt was monitored. No further invervention was reported. The pt reportedly recovered. The affiliate was queried for further information, however no further information was provided.